Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was received for evaluation. Gross, microscopic visual and functional testing were performed. A complete circumferential break was noted to the distal end of the attached catheter approximately 1mm from the distal end of the cath-lock. The distal catheter segment was not returned. The edges of the complete circumferential break were noted to be uneven. The surface was noted to be granular with residue. Therefore, the investigation is confirmed for the reported fracture and material separation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post a port placement, the catheter was allegedly torn. Reportedly, both the tip side of the catheter and the port side have been retrieved. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post a port placement, the catheter was allegedly torn. Reportedly, both the tip side of the catheter and the port side have been retrieved. There was no reported patient injury.